Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 427 to 500mg/dl and was 103mg/dl at the time of the call. The customer had symptoms such as nausea and treated with insulin. Customer indicated that their infusion site is infected. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined to check their pump settings and to perform the high pressure test. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed.